Event description:
It was reported that during implant there was a helix issue and dislodgement on the right ventricular (rv) lead. The physician elected to replace the rv lead and use a different rv lead. The patient was discharged after the procedure.

Manufacturer narrative:
Additional information was requested but not provided.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood and tissue.

Event description:
New information noted that the physician had placed the lead an insensitive area of the ventricle. This caused poor parameters and poor r-wave values. After the second attempt of fixating the lead, the helix was not anchoring properly.